Manufacturer narrative:
No deviations have been found during the investigation at the manufacturer site. The parts were found to be working within specifications.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective motorendstage and motor control board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective boards were requested back to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message during unpacking. There was no patient involvement.